Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed I/o circuit card. The device was evaluated upon receipt. During evaluation it was found that the I/o circuit card was intermittent. I/o circuit card was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. 45 hour burn in was performed and passed. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer reported that the temperature board on the arctic sun device has gone bad and they need to visit with technical support about ordering a new one. Per ucc notification received via task on 07nov2025, information from related wo-(B)(4), this device had presented with several alarm 113s during therapy. A check of the csv files showed that the mixing pump had failed and requested a quote for depot service and loaner. Per sample evaluation results received via task on 29jan2026, it was reported that the I/o circuit card being intermittent contributed to the reported issue. During repair, it was found that the power cord had exposed wire. During repair, molded tube was split.

Event description:
It was reported that the customer reported that the temperature board on the arctic sun device has gone bad and they need to visit with technical support about ordering a new one. Per ucc notification received via task on 07nov2025, information from related wo: (B)(4), this device had presented with several alarm 113s during therapy. A check of the csv files showed that the mixing pump had failed and requested a quote for depot service and loaner. Per sample evaluation results received via task on 29jan2026, it was reported that the I/o circuit card being intermittent contributed to the reported issue. During repair, it was found that the power cord had exposed wire. During repair, molded tube was split.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.